Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. After evaluation of neodent guarantee form was noticed that might occurred an inadequate positioning of connection due to unfavorable position of surgery (posterior region). This can make that the connection does not fit adequately to the long axis of implant, resulting to side forces, which favor its fracture. This situation might lead to the implant removal.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant due to the fracture of connection during surgery. No further information was provided.